Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information on how to reset the pump and assisted the customer with resetting it. After the reset, the malfunction code did not recur, and the customer was advised to continue using the pump and to call back if the issue reappeared.